Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a low voltage lead was difficult to insert into the introducer tool and maneuver due to patient anatomy during an implantation procedure. There was suspicion of micro damage such as scratching of inner vessel wall due to blood oozing from the inner vein wall. Physician also suspected possible cardiac perforation on the superior vena cava due to the patient's contrast agent leaking. There were no patient consequences after the surgery and an additional surgery will take place at a later date using another lead.